Manufacturer narrative:
(B)(4). The event occurred in early (B)(6) 2013. The exact date is unknown. An alarm indicative of a potential malfunction of the disposable minicap was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
Product surveillance contacted the home patient on 4/8/13 and he had been completing therapy successfully except a few days ago he said the cap on his transfer set came off as he was about to hook up. He did not notice anything wrong with the minicap, he said it just popped off and then he quickly hooked up to the patient line to start his therapy. There was patient involvement, but no reported injury or medical intervention.